Event description:
The olympus (B)(4) regional repair center was informed by the nurse at the user facility that their evis lucera gastrointestinal videoscope was returned for service due to a report of, "water low flow, will not pass in reprocessing machine" that was first observed during reprocessing. However, upon inspection and testing, foreign debris was found protruding from the air/water nozzle at the distal end. No patient death, injury, infection or harm was reported.

Manufacturer narrative:
The inspection found foreign debris was found blockage/protruding from the air/water nozzle at the distal end. The reprocess manual provides the following warning: - an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. - to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. - all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.

Manufacturer narrative:
The date the device was manufactured was 10nov2009. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the gauze or cloth like debris entered the air/water channel, clogging the nozzle. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with instructions for use. Olympus will continue to monitor field performance for this device.